Event description:
The customer stated the lh780 had a bloody fluid leak at the front of the instrument under the laser area. The customer was unable to isolate the source of the leak. The customer was wearing gloves and a lab coat and was not exposed to the leak. There was no death, injury or affect to patient treatment attributed or associated with this event. There is an exposure control or risk management plan in place at the facility. There was no impact to sample results. The operator did not seek medical attention. The field service engineer (fse) determined there was a leak from a punctured sample line that carries the fluid from the differential mixing chamber to the flow cell in the lh780 instrument. The fse repaired the leak and performed verification using established procedures. Results met published performance specifications. The root cause for the leak was a punctured sample line between the differential mixing chamber to the flow cell. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).